Manufacturer narrative:
The pt's demographic info is unavailable from the site per the surgeon. Investigation finds the mayo stand was too close to the emitter during the surgery. After moving the mayo stand, they were able to track successfully. No further issues were reported. Software has not been evaluated as of the date of this report.

Event description:
A registered nurse reported that the surgeon was getting intermittent tracking while in an ent procedure. The surgeon was able to track the registration probe successfully and completed a successful registration. When he used instruments like the straight suction, he could track at the tip of the nose and verify, but he could not track when he started going into the nose. As he went in the nose, the interference values would go up and the status of the instrument would go red. The emitter was at 2 o'clock and the bottom of the emitter was at the height of the nose. A medtronic technical services rep confirmed with the site that there was a scope in the nose; and cautioned them that the metal would interfere with the tracking of the straight suction. The surgeon was able to continue with the case successfully with no impact on the pt outcome reported.